Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06838. It was reported the patient experienced ineffective therapy. Diagnostics discovered one lead had high impedances on 3 contacts and the other lead had migrated. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored.